Event description:
Routine change of tubing and fluid for "vac". When attached to monitor, blood pressure cuff cable monitor reads "p1 error", and no waveform noted. Changed pressure monitoring kit and now has waveform and accurate blood pressure.